Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation ablation procedure, a faradrive steerable sheath was selected for use. It was noted there was an excessive back bleeding from sheath valve. The procedure was successfully completed using original device. No patient complications occurred. The device is not expected to be returned for analysis (disposed).